Event description:
A malfunction was reported on the pump, displaying malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. The customer successfully reset the pump with guidance from technical support, and it did not recur. Technical support advised the customer to continue using the pump and to call back if the issue recurred.